Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? What is the lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-03554, 2210968-2024-03555 .

Event description:
It was reported that the patient underwent a surgery for complex perianal abscess on (B)(6) 2024 and suture was used. Under spinal anesthesia, the patient underwent surgery and entered the operating room at 8:30. After the doctor's vital signs stabilized, the surgery began. During the suturing process, a knot was tied and the suture broke. The doctor immediately replaced a new suture with the same batch number and packaging. When knotting, the suture broke. The doctor replaced the new suture with the same batch number and packaging again. When the new suture broke again during knotting, the doctor determined that there was a problem with the suture itself and immediately replaced it with a new package with a new date. The new suture did not break again and the surgery continued. The surgery ended at 10:10 and the patient returned to the ward safely. No patient consequence was reported. Additional information was requested.